Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The first firing with a green reload, there were several unformed staples on the 2nd stroke. The surgeon was placing clips on another area, when he inspected the staple line he found that there were unformed staples. He began removing the staples but found they were unformed and made the decision to suture the staple line. The same device was used with new reloads. There was no adverse consequence to the patient. One device plus one reload is being returned.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.